Event description:
According to the available information, the physician placed the first sling and when tensioning, the anchor ripped off the sling. The physician tried a second sling, and the same thing occurred. The physician tried a third and felt like the sling couldn't get the tension the physician wanted but left it there. The sling felt a little too loose. The patient received the altis sling and left two extra anchors in place but removed other mesh. This report captures the third sling.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional two altis devices referenced in b5 are captured under separate reports.